Event description:
It was reported that a 6f angio-seal sts plus device was used to seal the arteriotomy site post percutaneous procedure. Approximately one month later, the patient experienced pain in the groin area with continuous cold sensation and numbeness in the right leg and foot. The patient received pain medication from the physician. Eighty four days later, the patient was admitted to the hospital and radiographic examination revealed an occlusion at the arteriotomy site. The patient underwent surgery for exploration and revascularization where clot was removed.